Manufacturer narrative:
Device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Manufacturer narrative:
Device used for treatment, not diagnosis. Device was not implanted or explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During insertion of a trochanteric fixation nail construct, issues occurred with the targeting of the helical blade and interlocking screw. Due to the reported difficulties, the helical blade was nicked where it had contacted the nail. Consequently, a lag screw was used in place of the helical blade. In addition, the distal locking screw targeted posterior to the nail so the surgeon inserted the distal locking screw manually. This resulted in a reported 20 - 30 minutes added to the procedure. This complaint involves 12 devices. This is report 12 of 12 for complaint (B)(4).